Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported device infection could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between the suspected suction events and the device could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The submitted system controller event log file captured intermittent low flow alarms on 10oct2023 and 11oct2023. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No other notable alarms or events were captured. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas, including infection. This section also provides an explanation of all pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Section 6, "patient care and management," lists infection as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook rev. D is also currently available. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. Furthermore, both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented with ongoing low flow events and a left ventricular assist device (lvad) infection. There was a concern for suction events on transthoracic echocardiogram (tte), so the pump speed was reduced from 5100 rotations per minute (rpm) on (B)(6) 2023 to 4900 rpm on (B)(6) 2023. It was noted that flows were as low as 1.3 liters per minute (lpm). The event log file captured low flow events as well as sustained low flow hazard events. The calculated flow appeared to be fluctuating below the alarm threshold of 2.5 lpm. The low flow events did not appear to be the result of any external equipment malfunction. The mechanical circulatory system (mcs) operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.